Event description:
The patient was draped undergoing surgery for a craniotomy when the surgeon engaged the midas rex drill. The drill immediately started to smoke. The handpiece was warm to the touch and sounded different to those in the room. The drill was taken off the field without any other incident. Lot p08198917.